Event description:
Pt came in through ed with stemi (emergent case). Pt was brought to the cath lab, procedure was in progress, dr. Had wire across lesion in the rca that was causing the heart attack, called for a balloon to push plaque against artery wall, the balloon was put across lesion, inflated and deflated multiple times. After an inflation at the proximal rca, the balloon would not deflate. Many attempts were made to deflate the balloon, a different syringe was also used to try to deflate, ultimately the balloon and wire were pulled out of the lesion and body. FDA safety report ID# (B)(4).